Event description:
Had mastectomy and reconstruction for breast cancer. Reconstruction with implants mentor smooth saline. Developed neck and back pain, insomnia, decreased libido, dry eye, multiple episodes of asthma exacerbation, chronic fatigue, brain fog, migraine, increased issues with menstrual period resulting in hysterectomy, and gi issues. All cancer was removed with surgery and no treatment was required after surgery. I was left with all these symptoms that continued to worsen. I underwent many physical therapy sessions, chiropractic care, doctor visits, and was prescribed multiple medications, to no avail. Lab work was normal. Finally explanted in (B)(6) 2020 and some of the symptoms have already gone away including neck pain. FDA safety report ID# (B)(4).